Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter information: (B)(6).

Event description:
The customer reported that there was no alarm on the central station. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Additional information was received that the software revision is b.02.18. In addition, it was confirmed that the focal point indicated that the central station was disconnected, and no alarm (inop) was displayed on the central station. The state status connected was displayed on the central station. The customer received remote application assistance from a remote support engineer (rse) who found that the central station was disconnected and advised the customer to perform a restart of the central station. The customer's issue was resolved by restarting the central station. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The customer issue was resolved by restart of the central station. However, the exact cause for the reported issue could not be established. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional information was received that the software revision is b.02.18. In addition, it was confirmed that the focal point indicated that the central station was disconnected, and no alarm (inop) was displayed on the central station, although the status ¿connected¿ was displayed on the central station. The customer received remote application assistance from a remote support engineer (rse) who found that the central station was disconnected and advised the customer to perform a restart of the central station. The customer's issue was resolved by restarting the central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. This information was corrected: d4: product UDI updated to (B)(4). G: 510k updated from k143057 to k153702. H4: manufacture date changed from 16 nov2015 to 24mar2020. H6 (device) problem code grid l3 code was updated from not applicable to alarm not visible.